Manufacturer narrative:
Belt sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included incoming functional testing. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There was no indication of rough surfaces or damage to the electrodes that would contribute to the reported skin irritation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported that she had a skin irritation under the front therapy pad. The irritation was reported to be a yeast infection. There is no indication that the patient received medical intervention. The final medical outcome of the skin irritation is unknown. There was no alleged device malfunction associated with the skin irritation.